Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. Device history records (DHR): reviewed device history records. No abnormalities encountered during in-process and at final control. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 3 used and filled easypump ii lt 100-50-s without packaging. The received samples were taken to a visual inspection. On all samples the white clamp is closed. On the 3 samples the patient connector was not closed (the original wing cap was not handed over by the customer). After opening the top cap and removing of the closing cone we detected solution at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the 3 samples. The samples were taken to a functional test respectively leak test. After starting the pump and waiting for 60 minutes the pumps did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected samples are not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): problems with the infusion of the medicinal product in the treatment prescribed by the medical oncology service. The customer complains that the infusers have problems in infusion of the medicinal product 5fu, because during the week appeared 5 patients to remove the infuser which was still full with 5fu, with this problem the patients did not completed the dosage of 5fu that was prescribed in the protocol.